Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an axios stent placement procedure performed on (B)(6) 2022. During the procedure, the first flange of the axios stent could not be deployed and the axios stent deployment hub cracked. The axios stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.